Event description:
Last week we received a call from (B)(6) (cardiology hospital (B)(6), informing that a physician had used a work horse product ( lot # 636667 - size 10x20x100) in a pulmonary valve stenosis, in a child (B)(6), and the balloon broke when doctor started to de-inflate it. To fix the problem, the doctor had to puncture in femoral artery in the other leg of the child in order to remove the material that remained inside.

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample angiodynamics is unable to conduct a thorough investigation. The information provided indicates the catheter was used in a 'pulmonary valve stenosis', which is not a recommended indication. A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.